Manufacturer narrative:
The insulin pump had a button error alarm and no act button response due to corroded act keypad trace. No moisture damage inside pump was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call that the customer has a button error alarm on the insulin pump that they are unable to clear. Customer's blood glucose was 157 mg/dl. Caller stated that the button error alarm did not occur right after the pump was exposed to moisture. Caller stated that they were unsure if a button was pressed for 3 minutes or longer. Caller was explained that the pump will need to be replaced. Caller was advised to have the customer revert to a back-up plan.